Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed by cgm on (B)(6) 2017. User makes bolus requests without entering current bg level and still having insulin on board (iob). Basal rate was adjusted to 0 u/hr for the majority of the morning on (B)(6) 2017. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. The customer¿s blood glucose (bg) level was 99 mg/dl for this event. Additionally, the customer reported a bg level of 40 mg/dl. The cause of the low bg level was unknown. However, the customer did not want to discuss the bg level and stated that the bg level was unrelated to the pump or supplies.